Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that spo2 sometimes does not correlate with the patient's clinical picture or the abg results obtained. In addition, clinicians sometimes have difficulty picking up on poorly perfused patients. There was no known impact or consequence to patient.